Event description:
Pt found unresponsive. Full code called. Resuscitation efforts unsuccessful.

Event description:
Add'l info received from MFR 04/30/03: a review of MFR MDR files exhibited that fukuda denshi received the referenced report, from the user facility, on 4/24/01 but was aware of the incident on 04/11/01. The incident was thoroughly reviewed including an evaluation of the suspect devices at the user facility. The results of the evaluation were included in fukuda denshi MFR report #9611031-2001-00001 mailed to the FDA on 5/10/2001. However, co's review of report #9611031-2001-00001 show two discrepancies which may have prevented the fukuda denshi reported from being tied in with the user facility report. They are as follows: 1. The uf/dist report #3920280000-2001-2002 was inadvertently not included on the MFR report. 2. An incorrect date was input on section b (adverse event) line 4 of the report. The correct date is 05/10/2001. The date incorrectly entered was the date of the user facility report.